Event description:
It was reported that after use with bd preset¿ arterial blood collection syringe 3 samples had clotted. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of the hospital reported that blood coagulation in the arterial blood collection device had occurred three times in the past month. After the blood was drawn, it was only a minute away from sending it to the laboratory. When it was delivered, it was found that the blood was coagulated. No harm was caused to the patient and medical staff, and no samples were returned. No photo.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated for heparin content and no issues were observed relating to clotting as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode.